Event description:
There is a gel barrier in the bottom of the tube. After centrifugation, the rptr has noted an oily bleed from the gel into the plasma specimens. The oily substance coats the flow cell of the ise which then gives error messages or erroneous values. The rptr stated that this has been an ongoing problem since april. The last lot was shipped directly to the rptr from the foreign MFR.